Event description:
In 2007, the patient stated that she has been experiencing elevated blood glucose levels since four days earlier. She stated that her blood glucose values were high in the mornings. She reported blood glucose readings as high as 600 mg/dl. She reported symptoms of elevated blood glucose including rapid heart rate, tight chest, hunger and thirst. She reduced her elevated blood glucose by bolusing insulin. She stated that she would bolus insulin to decrease her blood glucose values down, but her values would "go right back up". On the day of the report, she stated that she transitioned to her backup infusion device and her blood glucose values returned to normal. She did not report a normal blood glucose range. During troubleshooting with a company representative, it was determined that basal rate settings in the profile used by the patient in the primary infusion device totaled 0.0 units of insulin. Therefore, there was no basal insulin delivery. The delivery of insulin was limited to bolused amounts. The steps for entering and saving basal rates were reinforced with the patient. The patient was advised to verify basal rates on a routine basis. At the conclusion of troubleshooting, the basal rate daily total of 20.1 units were established. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.